Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The manufacturer's representative reported, the hcp noted a pump volume discrepancy. The estimated reservoir volume (erv) was 3.2 ml, but the actual reservoir volume (arv) was 10ml. The patient did not experience any symptoms. The hcp explanted and replaced the patient's drug delivery system after 46 months implant duration. The hcp reported the pump was replaced due to the volume discrepancy and to battery depletion. The patient has reportedly recovered well. The drug contained in the patient's pump was hydromorphone (60mg/ml) delivered at an unknown daily dose.